Event description:
Patient requested to have the inspire system removed and was not removed to address or prevent any suspected patient injury. At the time of the elective explant procedure which was (B)(6) 2022, the sensor tip was found to have separated from the lead body and to have migrated after separation. The physician attempted to locate the tip and in the process damaged the lung. Physician performed a wedge resection. Patient had a chest tube placed and was admitted overnight. Patient was brought back into the or on (B)(6) 2022, and the tip was located free-floating in the pleural space. All other inspire components were removed.